Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, prosthesis does not inflate.

Manufacturer narrative:
This follow-up MDR is created to document the corrected lot number and the evaluation of the returned device. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed separations in the longer exhaust tube of the pump. Testing revealed these to be sites of leakage. The separations appear to be within a group of striations, indicating contact with unshod instrumentation. No visual or functional abnormalities were noted with the cylinders. The information received indicated "prosthesis does not inflate" but because no visual or functional abnormalities were noted with the returned components, other than the instrument damage, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4348646.